Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the fluoro functions pcb that was removed and replaced. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had an uncommanded collimator closure. The system required a reboot to restore functionality.